Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call about the low glucose levels. Customer¿s blood glucose value was 49mg/dl which was treated with juice. Customer stated the drive support cap appears normal. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical service dispatched as a result of low blood glucose level. Customer declined troubleshooting for low blood glucose. Insulin pump will not be returned for analysis.